Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 2 message on her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that she obtained the error 2 message at an unknown time on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She reported that on (B)(6) 2015 she consumed "less food/drink". She claimed that also at on (B)(6) 2015, she developed symptoms of "hot [and] disorientated". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the meter. The patient was using the correct test strips and she described the correct testing steps. When the patient pressed the power button, the error 2 message did not occur. The patient was unable or unwilling to walk through a retest and the issue remained unresolved. Based on the information provided, there is no indication the alleged issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive treatment for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.